Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported air detector sensor bad, which was not reproduced during evaluation. A review of the event history log identified evidence of the reported bad air detector sensor. The cause was determined to be the ultrasonic sensor being out of specification. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a bad air detector sensor. The problem occurred during testing in biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The reported issue of 'air detector sensor bad' was verified during the event history log review as 'reload set' messages. This alarm occurs upon pump-tubing set up (tube loading). This may result in a delay of therapy but is not likely to cause or contribute to a serious injury. This issue was reported in error.